Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault. There was no patient involvement reported with the event.

Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support recommended replacing the main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.